Manufacturer narrative:
Investigation: no photos or returned samples were provided for further investigation. Based on DHR review, there are no abnormalities that would contribute to the non-conformance. Hence, root cause cannot be established. Complaint will re-opened once sample is received.

Event description:
It was reported during use of the bd hypoint needle the product is leaking at the luerlock location during preparation, when taking the liquid from the vial to the syringe. There was no report of injury or medical intervention.